Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device mlm096 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Date of the index surgical procedure (c-section)? What tissue location of the placement of suture? How was the suture placed, interrupted or continuous? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please clarify if there was a scleroma? Please specify the type of ¿relevant treatment¿ given to the patient? Were antibiotics/steroids prescribed to treat symptoms? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were symptoms resolved after treatment? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a cesarean section procedure on unknown date and the suture was used. The patient experienced erythema, inflammation and scleroma on the wound after the procedure. It was also reported that wound dressing change was strengthened and relevant treatment was given. Additional information has been requested.